Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted with significant right ventricular failure and aortic insufficiency. The patient was admitted to the intensive care unit (ICU), intubated, and started in inotropes. Due to the patients multisystem organ failure and non-candidacy for transplant the patient was made comfort care only and would continue to be medically supported. The patient had a complex history of dilated cardiomyopathy status post pacemaker with refractory heart failure, status post left ventricular assist device (lvad). The patient has had multiple morbidities including an aortic aneurysm, fungemia, and mycotic aneurysms. The patient was put on palliative heart failure therapy due to progressive right ventricular failure, despite maximal therapy and adequate functioning of the lvad. The patient's deterioration had a number of potential etiologies including infection/sepsis (blood culture were negative to date), progressive heart failure and inadequate cardiac output as a complication of or exacerbated by aortic insufficiency with circular shunt, ischemic bowel or embolus, or a combination of these factors.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events of right heart failure, aortic insufficiency, multi-organ failure, infection, and other patient-related conditions could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, multiple organ failures/dysfunctions, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 6, ¿patient care and management¿, provides care instructions in reference to preventing infection. Additionally, the IFU provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This document provides care instructions in regard to preventing infection in several sections. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.